Event description:
It was reported when using the sensor everything would appear accurate and the needle seemed in place. However, when they took an x-ray of the patient, the needle was not where the sensor said it would be. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate readings was confirmed. The sherlock sensor magnet tracking lollipop is intermittently functioning. When the sensor is calibrated it functions properly. When it is left idle for more than 10 minutes, the magnet tracking flips the lollipop right-side up. The reported issue root cause is due to and internal failure of the magnet tracking pcb.